Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked brown fluid. The subject product was returned for evaluation. Visual evaluation of the sample finds corrosion on the batteries. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Rtv was identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during an unspecified procedure on (B)(6) 2022, the bard/davol hydro-surg plus irrigator leaked brown fluid from the bottom of the motor. It was reported that the device was removed from use and brown specked liquid was noted draining from the device. There was no reported patient injury.